Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was in preadmitted status on server but not on electronic privacy information center (epic). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was in preadmitted status on server but not on electronic privacy information center (epic). A technical support specialist dialed into the server and verified that the patient status was showing as preadmit in patient encounter system (pes), referred to knowledge article (ka) - "patient missing on a bd pyxis medstation es" and advised the customer to request active directory (adt) to send an a01 (admit) or a04 (register) message. The patient record then displayed correctly. The system functioned as intended after the technical support specialist assisted the active directory team to resolve the issue.